Event description:
The customer reported that the system displayed precharge errors. This error will prevent the system from booting to a usable state. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.